Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an intraocular lens was found placed in the wrong axis in an unidentified eye after surgery. The intraocular lens was re-rotated. Patient symptoms were continuing. There are two related reports for this event. This report addresses patient initials ds unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Per the manufacturer's subject matter expert, the case could not be investigated completely, as the lens position at the end of the first surgery was at the intended location by the surgeon. The data from the second surgery would be required to identify the lens position and to visually verify how far was the misalignment. This data could not be gathered, hence the investigation is concluded without identifying a root cause and will be restarted if the requested data was provided. The provided information was insufficient to properly conduct the investigation and the required data could not be obtained. Therefore, the event could not be confirmed and the root cause could not be identified. The manufacturer internal reference number is: (B)(4).